Event description:
It was reported that the pump was in stopped mode after a failed telemetry session. All settings were checked and the pump was reprogrammed to simple continuous mode. No pt symptoms were reported.

Manufacturer narrative:
.